Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for creatinine plus ver.2 (crea) on approximately (B)(4) samples. They provided data for (B)(4)samples. The customer indicated that they were getting instrument alarms when trying to calibrate crea. They had noticed that qc was out of range high. The customer tried to recalibrate the current pack of crea, but the calibration failed. They tried a new pack, but it also failed. The customer replaced the lamp and cuvettes and performed maintenance items as suggested by customer support. After these actions, calibrations still failed. The customer indicated that the samples were run on another cobas 6000 c501 instrument. The repeat results were deemed to be correct, and corrected reports were issued. There was no adverse event. Please see the attachment to the medwatch for the results. The lot of crea reagent in use was 69257401, with an expiration date of 08/31/2014. The field service representative (fsr) was unable to find a cause. He indicated the customer had performed maintenance and calibration before he was onsite, which were ok. The customer had also run controls, which were ok. The fsr performed mechanism checks and fluidic adjustments, which were ok. The customer performed a patient correlation to another instrument, which was ok. On follow up with the customer, they have not had any further issues with crea.

Manufacturer narrative:
The data provided by the customer was reviewed and it was determined the instrument generated probe alarms on (B)(6) 2014. The most likely root cause is a contaminated sample probe, which lead to the incorrect sample pipetting. This is supported as the issue resolved after the customer performed maintenance.